Event description:
The patient reported experiencing skin inflammation, redness, pain, and swelling at the infusion set insertion site 10 minutes after use. He believes the infusion set was not correctly sterilized. No blood glucose issues were reported. The alleged used infusion sets were discarded. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient will return unused infusion sets for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.